Manufacturer narrative:
The failure analysis investigation of the pyramid-tip bipolar forceps instrument ((B)(4)) found that one jaw had been damaged and had broken off from the instrument. The damage to the jaw was consistent with the customer's report that the forceps instrument had been used to manipulate the permanent cautery spatula instrument. Intuitive surgical warns against using the bipolar forceps instrument on hard objects (i.e. Other laparoscopic or endoscopic instruments). The instructions for use (IFU) included with the bipolar forceps instrument specifically states: "contraindications: this instrument may only be used on soft tissue. Do not use it on cartilage, bone or hard objects. Doing so may damage the instrument or make it impossible to remove from the cannula."

Event description:
It was reported that during a surgical procedure the permanent spatula cautery instrument ((B)(4)) was difficult to remove from the pt. In an attempt to remove the permanent spatula cautery instrument through the cannula, the surgeon used pyramid-tip bipolar forceps instrument ((B)(4)) to attempt to manipulate and remove the spatula instrument. Both the permanent spatula cautery instrument and the pyramid-tip bipolar forceps instrument were damaged in this attempt. No further details were provided. No pt harm, adverse outcome or injury was reported. Ref: MDR 2955842-2004-00084 for investigation of (B)(4); MDR 2955842-2004-00085 for investigation of (B)(4).